Event description:
Reporter alleged customers blood glucose measured 354 mg/dl at 2:12 pm, on the advantage system, so 20 units of insulin was dosed based on that result. It was stated customer passed out soon afterwards and the paramedic (911) was called. Customer indicated paramedics glucose value was not provided however, customer was treated with a medication; type not known, before being transported to the hosp and released 12 hours later. The location of the original testing was not provided. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.